Manufacturer narrative:
One device was received in an unopened, original packaging. The reported catalog number and lot number were verified. Visual inspection of the device found a hole in the poly side of the component packaging. Dye leak testing found that the hole was through the poly and caused a breach of sterility. Due to the location of the hole and the sharp device component near the hole, it is likely that the breach was caused by the device from the inside out. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 42 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). It is standard medical practice to inspect all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) reported a "tear" on the sterile pouch of device (B)(4). This would be an obvious defect to the user and was therefore not deemed a reported device failure. However, the complaint device was returned to conmed for evaluation and a hole was found in the packaging that was likely caused by the device. No patient involvement as this defect was found during incoming inspection. This incident will be reported as a device malfunction with potential for injury.